Manufacturer narrative:
A getinge field service (fse) checked the machine and observed that the k6, k7, and k8 leak test failed. The fse replaced the drive manifold assembly after finding leakage in the k7 valve of the drive manifold. The iabp was handed over to the customer in good, working condition.

Event description:
It was reported during a routine check performed by fse that the cs300 is displaying a low vacuum error. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,e1(number),e2,e3,e4,h6(impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by fse that the cs300 is displaying a low vacuum error.